Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon attempting to interrogate the device, communication could not be established; different programmers were used without success. It was suspected the device had reached or surpassed elective replacement indicator/ end of life. The patient was admitted to the hospital for a device replacement. On (B)(6) 2016 the device was successfully explanted and replaced. The patient was doing well post surgery.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the pulse generator exhibited backup operation after the device interrogated.

Manufacturer narrative:
Final analysis found that after cutting open and installing a new battery, device regained normal communication with programmer, but it would lose telemetry when voltage dropped. An integrated circuit anomaly was found to be the cause of the anomaly.